Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at l4-5.intra-op, tip of a driver fractured when final tightening. Another product was used instead. No fragment of product remained inside patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. The above findings are consistent with torsional overload.